Event description:
It was reported that the patient had a lead revision since the left ventricular (lv) lead exhibited loss of capture (loc) and high pacing thresholds due to a micro-dislodgement. The patient was reported with bradycardia. Lv lead remains in service. No additional adverse patient effects were reported.